Event description:
During a suture needle was lost under the surface of the skin while suturing the patient's incision, patient was unstable for further fishing of the wound to obtain the needle. Patient was taken back to operating room the next day for removal of the needle by a general surgeon. The issue was disclosed to the family and self reported to cdph as a retained foreign object. "The interventional radiology kit has the needle driver and scissors highlighted as the team has stated that the quality of both instruments is poor, we are talking with the rep from merit to get options for those 2 products. We have options for reusable products if that is the route the physicians would like to go."